Manufacturer narrative:
Report date: 01jul2021. There was no patient involvement.

Event description:
It was reported that the reaction of the enter button of the navigation ring is poor. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy.

Manufacturer narrative:
Additional information was received that, besides the nav ring, was poor. The ventilator was also failing the oxygen accuracy concentration test. These issues were discovered during pre-use checks outside of clinical use at the hospital. The fse replaced the switch printed circuit board assembly (pcba) and flow sensor assembly. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomalies were reported.